Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no unexpected powering off or blank display noted. Also, no unexpected failed battery test or battery failed alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 30 seconds and to insert new aa battery. Customer stated that spring was neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.